Event description:
A us distributor reported that a patient's electrode belt cable was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to an open blue (can l) and red (can h) wires in the trunk cable. The root cause for the open wires was excessive force. There was no adverse event that resulted from the damaged belt.